Event description:
It was reported that the cassette was not attached properly. Alarm whenever the door latch is closed.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Event history log review revealed multiple high alarm silenced: cassette not attached properly. The customer stated problem was duplicated. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.